Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 430 mg/dl, which later rose to 600 mg/dl. The customer stated that she was taken to the emergency room via ambulance. The customer was wearing the insulin pump at the time of the emergency room visit. Troubleshooting was not completed. The insulin pump was not replaced or returned for analysis.